Event description:
Bio-vascular received the following report on 2001. In 2001, patient underwent a craniotomy to remove malignant meningioma with implantation of dura-guard graft. Two months later, the dura-guard was explanted due to subdural empyema and meningitis. The dura-guard was replaced with the patient own tissue.